Event description:
During the procedure, a blood was noted from the hemostasis valve.

Manufacturer narrative:
Correction: b3.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported leak remains unknown.